Event description:
It was reported that the deep brain stimulation (dbs) patients tremor started to reemerge and high impedances were also observed. The patient underwent replacement of the implantable pulse generator (ipg) as the end of life (eol) message had been received. During the revision, after the ipg had been removed, a cable was attached to the lead extension and the high impedance remained. Patient was doing fine post-operatively.

Manufacturer narrative:
Correction to initial MDR in field e4. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 21169234. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch:5014848. The lead and lead extension were not returned for analysis as they remain implanted in the patient. As such, physical analysis of the lead and lead extension have not been conducted in our laboratory. A review of the manufacturing documentation for the lead and lead extension revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review determined that high impedances are a known inherent risk associated with the use of the device. Analysis of returned ipg revealed that the device passed visual inspection and showed normal impedances. The ipg displayed the end of service message. The memory download showed that the battery was in service for about 6 months and 2.5 days with an energy use index (eui) range of 10.4, and the expected range would be about 2 years, 11 months, and 1.8 days per the instructions for use. The ipg was cut open and the device exhibited normal sleep current. However, electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic likely resulted in the premature battery depletion post implant. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Exposure to electrocautery or plasma blade can cause this type of damage. It was reported that plasma blade was used during the explant procedure. The ipg was likely damaged during the implant procedure by electrocautery and additionally by the plasma blade during explant, therefore unintended use error caused or contributed to event.

Event description:
It was reported that the deep brain stimulation (dbs) patients tremor started to reemerge and high impedances were also observed. The patient underwent replacement of the implantable pulse generator (ipg) as the end of life (eol) message had been received. During the revision, after the ipg had been removed, a cable was attached to the lead extension and the high impedance remained. Patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21169234; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch:5014848. The lead and lead extension were not returned for analysis as they remain implanted in the patient. As such, physical analysis of the lead and lead extension have not been conducted in our laboratory. A review of the manufacturing documentation for the lead and lead extension revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review determined that high impedances are a known inherent risk associated with the use of the device. Analysis of returned ipg revealed that the device passed visual inspection and showed normal impedances. The ipg displayed the end of service message. The memory download showed that the battery was in service for about 6 months and 2.5 days with an energy use index (eui) range of 10.4, and the expected range would be about 2 years, 11 months, and 1.8 days per the instructions for use. The system data log shows that high voltage (vh) was set to the maximum value of 18 volts whenever the stimulation is on. The cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. Program usage log indicates that electrode # 2, 3, and 4 were used as active contacts in the stimulation program. Review of the impedance log confirmed that electrode #2 had high impedance ever since it was implanted. The high impedance on electrode # 2 caused the compliance voltage algorithm (cva) to correctly increase the vh drive voltage in an attempt to enable the stimulation. The use of the electrode with high impedance since it was implanted resulted in the reported complaint. The ipg was cut open and the device exhibited normal sleep current. However, electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic likely resulted in the premature battery depletion post implant. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Exposure to electrocautery or plasma blade can cause this type of damage. It was reported that plasma blade was used during the explant procedure. Damage to the asic is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21169234. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch:5014848.

Event description:
It was reported that the deep brain stimulation (dbs) patients tremor started to reemerge and high impedances were also observed. The patient underwent replacement of the implantable pulse generator (ipg) as the end of life (eol) message had been received. During the revision, after the ipg had been removed, a cable was attached to the lead extension and the high impedance remained. Patient was doing fine post-operatively.